Event description:
It was reported that the device failed to deliver defibrillation shock. There was no report of pt use associated with event.

Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported issue. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.